Event description:
The customer called and reported he experienced low blood glucose of 22 mg/dl. At the time of this report, customer's blood glucose was 110 mg/dl and he had treated with a glucagon shot. Customer stated he was experiencing low blood glucose since (B)(6) 2015. Troubleshooting was performed. The drive support cap on the customer's insulin pump appeared normal. Customer was disconnected during the rewind and prime sequence during the last set change. He declined to check programming. The reservoir showed the same amount of insulin as shown on the status screen. Customer stated he would monitor insulin pump function and speak with doctor about low blood glucose. Insulin pump history showed threshold suspend for 69 mg/dl at 12:12 am, threshold suspend basal resumed at 2:12 am, and threshold suspend for 56 mg/dl at 2:43 am on (B)(6) 2015, as well as a no delivery alarm at 10:22 pm on (B)(6) 2015. Customer did not remember receiving these. Device passed self-test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.